Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified calcification in the shell (15%). Leak test and microscopic analysis was performed which identified device no leakage and crease flat. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device been explanted.